Manufacturer narrative:
This is a report of a use error where the patient did not close the transfer set all the way so some solution came out of the transfer set. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not close the transfer set all the way so some solution came out of the transfer set. The technical service representative explained the alarm and assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.